Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/12/2017 with the following findings: a review of the black box indicated multiple occlusion alarms leading to delivery interruptions had occurred; the force at the time of the occlusions was high. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no occlusions occurring. The pump was found to be detecting correct force. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump cover was removed and no internal defects were found. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) up to 370 mg/dl with rapid deep breathing, excessive thirst and urination, and large ketones associated with a frequent occlusion issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. During troubleshooting, it was noted that the user had contacted animas multiple times within a 30-day timeframe for occlusion issues; the pump was replaced. The reported noted that the patient had experienced a growth spurt over the past two weeks and had a rash. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an occlusion issue.